Event description:
Procedure type: unknown. According to the reporter: the device didn't work. There was unanticipated tissue loss. It was necessary to open a new one. There was no bleeding in excess of 250cc nor was the surgical procedure extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).